Event description:
It was reported that the customer had high blood glucose. The customer was vomiting and had severe headaches. Also, it was reported that the customer was hospitalized due to viral meningitis. Troubleshooting was performed and the programming in the insulin pump was correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.